Event description:
It was reported thrombosis and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted after meeting all release criteria, with complete seal noted, and without any complications. The procedure was concluded. The patient was sent to the recovery area and then experienced a stroke. Imaging performed found a thrombus in one of the major vessels in the neck. Post stroke he was responding to neurological assessment and was admitted into inpatient intensive care unit (ICU) for monitoring. The patient is expected to make a full recovery with rehabilitation.

Manufacturer narrative:
B2: date of death is estimated. B5: information added. H1: updated from serious injury to death. H6 patient code added: decreased level of consciousness. H6 impact codes added: unexpected medical intervention and death.

Event description:
It was reported thrombosis and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted after meeting all release criteria, with complete seal noted, and without any complications. The procedure was concluded. The patient was sent to the recovery area and then experienced a stroke. Imaging performed found a thrombus in one of the major vessels in the neck. Post stroke he was responding to neurological assessment and was admitted into inpatient intensive care unit (ICU) for monitoring. The patient is expected to make a full recovery with rehabilitation. It was further reported the patient symptoms where they were not easily arousable a few hours post index procedure while in the recovery area. The patient required a thrombectomy procedure in response to the stroke. The patient died 24 hours after stroke intervention.